Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 23-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for permanent sterilization. In (B)(6) 2010, consumer had an hsg (hysterosalpingogram) test. Beginning two years after the implant in (B)(6) 2012, consumer began experiencing fatigue, tingling in her feet and arms, heavy cramping, heavy periods, heavy bleeding, hair loss and weight fluctuations. Also around this time, she also began experiencing night sweats, her allergies worsened and she also suffered from depression and mood swings. A physician advised she was experiencing early menopause. On (B)(6) 2016, she underwent a bilateral salpingectomy to remove her fallopian tubes and removal of a migrated coil that had perforated her uterus (she did not need a hysterectomy to remove her uterus). The bilateral salpingectomy caused intense pain for a few days after the surgery and created four two-inch scars from the incisions. Most of her symptoms have resolved, but others remained. Follow-up received on 12-aug-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding). She underwent a bilateral salpingectomy to remove her fallopian tubes and removal of a migrated coil that had perforated her uterus. Both event are serious due to their medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In addition, genital bleeding may occur with essure therapy. In this case, she experienced heavy bleeding about 2 years after essure insertion. The exact date and mechanism of uterine perforation were not known. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to technical results, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migrated coil that had perforated her uterus / migration of the devices") and genital haemorrhage ("heavy bleeding / abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), paraesthesia ("tingling in her feet and arms"), abdominal pain ("heavy cramping"), menorrhagia ("heavy periods / prolonged menses"), alopecia ("hair loss") and weight fluctuation ("weight fluctuations"). In (B)(6) 2016, the patient experienced procedural pain ("intense pain for a few days after the surgery"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), night sweats ("night sweats"), multiple allergies ("allergies worsened"), depression ("depression"), mood swings ("mood swings"), premature menopause ("early menopause"), scar ("four two-inch scars from the incisions"), dysmenorrhoea ("severe abnormal menstruation pain"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (in (B)(6) 2016, plaintiff underwent bilateral salpingectomy with removal essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, fatigue, paraesthesia, abdominal pain, menorrhagia, alopecia, weight fluctuation, night sweats, multiple allergies, depression, mood swings, premature menopause, procedural pain, scar, dysmenorrhoea, menstrual disorder, abdominal pain lower, pelvic pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, multiple allergies, night sweats, paraesthesia, pelvic pain, premature menopause, procedural pain, scar, uterine perforation and weight fluctuation to be related to essure. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for symptoms of severe, abnormal menstruation pain, abnormal, heavy bleeding, prolonged, abnormal menses, severe lower abdominal and pelvic pain, hair loss, fatigue, dyspareunia, and weight fluctuations, among other symptoms. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-nov-2017: follow up received via summons form: new reporters was added and also new events was added."essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("migrated coil that had perforated her uterus / migration of the devices/migration of essure device location of device: uterus,"), heavy menstrual bleeding ("heavy periods / prolonged menses, menorrhagia"), fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("heavy bleeding / abnormal, heavy bleeding") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of miscarriage in 2002 and obesity, parity 2 and multigravida. Previously administered products included: mirena and opium derivatives and expectorants. Concurrent conditions were listed as multiple allergies, obesity, endometriosis, pelvic adhesions, dizziness and paraesthesia. Concomitant products included albuterol [salbutamol] since 2009 and zyrtec [cetirizine hydrochloride] since 2009. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). In 2011 she experienced dysmenorrhoea ("severe abnormal menstruation pain"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In may 2012 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), fatigue ("fatigue"), paraesthesia ("tingling in her feet and arms"), abdominal pain ("heavy cramping"), alopecia ("hair loss") and weight fluctuation ("weight fluctuations"). In 2013 she experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2016. In may 2016 she experienced procedural pain ("intense pain for a few days after the surgery"). In 2016 she experienced tooth disorder ("dental problems"). On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), night sweats ("night sweats"), multiple allergies ("allergies worsened"), depression ("depression"), mood swings ("mood swings"), premature menopause ("early menopause"), scar ("four two-inch scars from the incisions"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("pelvic pain"), premenstrual dysphoric disorder ("pmdd"), menopausal symptoms ("premenopausal symptoms"), hypersensitivity ("increased allergies") and incontinence ("incontinence"). The patient was treated with surgery (bilateral laparoscopic salpingectomy, hysteroscopic removal of right essure coil and ablation). At the time of the report, the alopecia, dysmenorrhoea, dyspareunia and vaginal discharge were resolving. The outcomes for uterine perforation, heavy menstrual bleeding, fallopian tube perforation, genital haemorrhage, fatigue, paraesthesia, abdominal pain, weight fluctuation, night sweats, multiple allergies, depression, mood swings, premature menopause, procedural pain, scar, menstrual disorder, abdominal pain lower, pelvic pain, premenstrual dysphoric disorder, menopausal symptoms, vaginal haemorrhage, hypersensitivity, incontinence, migraine, headache, tooth disorder and weight increased were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, incontinence, menopausal symptoms, menstrual disorder, migraine, mood swings, multiple allergies, night sweats, paraesthesia, pelvic pain, premature menopause, premenstrual dysphoric disorder, procedural pain, scar, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure administration. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for symptoms of severe, abnormal menstruation pain, abnormal, heavy bleeding, prolonged, abnormal menses, severe lower abdominal and pelvic pain, hair loss, fatigue, dyspareunia, and weight fluctuations, among other symptoms. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.489 kg/sqm. [Hysterosalpingogram] in august 2010: results: failure to occlude (close) fallopian tubes, perforation (fallopian tube) and perforation (uterus).I was told only one side was blocked I do not recall which side. * 2010:hysterosalpingogram: failure to occlude (close) fallopian tubes perforation (fallopian tube),perforation (uterus).she was told only one side was blocked. She do not recall which side (B)(6) 2016:surgical pathology report: gross description: received labeled with the patients name and as "bilateral fallopian tubes, essure" are three tubular segments of pink-tan tissue measuring 1.5, 4.0, and 6.5 cm in length by 0.5 cm in diameter. In the same container and within the shortest segment of the tube are metal coil-like fragments consistent with the remnants of an essure sterilization device. Quality-safety evaluation of ptc: for essure: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The most recent follow-up information incorporated above includes data received on: 28-jun-2024: patient height, weight and bmi was corrected. Medical history was added. Imdrf 'health impact' codes (annex f) was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migrated coil that had perforated her uterus / migration of the devices/migration of essure device location of device: uterus,"), menorrhagia ("heavy periods / prolonged menses, menorrhagia"), fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("heavy bleeding / abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 and miscarriage in 2002. Previously administered products included for an unreported indication: mirena from 2004 to 2009 and dextral. Concurrent conditions included paraesthesia, dizziness, pelvic adhesions and endometriosis. Concomitant products included cetirizine hydrochloride (zyrtec) since 2009 and salbutamol (albuterol) since 2009. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In may 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), paraesthesia ("tingling in her feet and arms"), abdominal pain ("heavy cramping"), alopecia ("hair loss") and weight fluctuation ("weight fluctuations"). In 2013, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In may 2016, the patient experienced procedural pain ("intense pain for a few days after the surgery"). In 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), night sweats ("night sweats"), multiple allergies ("allergies worsened"), depression ("depression"), mood swings ("mood swings"), premature menopause ("early menopause"), scar ("four two-inch scars from the incisions"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("pelvic pain"), premenstrual dysphoric disorder ("pmdd"), menopausal symptoms ("premenopausal symptoms"), hypersensitivity ("increased allergies") and incontinence ("incontinence"). The patient was treated with surgery (bilateral laparoscopic salpingectomy, hysteroscopic removal of right essure coil), surgery (ablation) and surgery (bilateral laparoscopic salpingectomy, hysteroscopic removal of right essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, fallopian tube perforation, genital haemorrhage, fatigue, paraesthesia, abdominal pain, weight fluctuation, night sweats, multiple allergies, depression, mood swings, premature menopause, procedural pain, scar, menstrual disorder, abdominal pain lower, pelvic pain, premenstrual dysphoric disorder, menopausal symptoms, vaginal haemorrhage, hypersensitivity, incontinence, migraine, headache, tooth disorder and weight increased outcome was unknown and the alopecia, dysmenorrhoea, dyspareunia and vaginal discharge was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, incontinence, menopausal symptoms, menorrhagia, menstrual disorder, migraine, mood swings, multiple allergies, night sweats, paraesthesia, pelvic pain, premature menopause, premenstrual dysphoric disorder, procedural pain, scar, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: over the next several months, plantiff sought treatment on multiple occasions for symptoms of severe, abnormal menstruation pain, abnormal, heavy bleeding, prolonged, abnormal menses, severe lower abdominal and pelvic pain, hair loss, fatigue, dyspareunia, and weight fluctuations, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2010: not provided 2010:hysterosalpingogram: failure to occlude (close) fallopian tubes perforation (fallopian tube),perforation (uterus).she was told only one side was blocked. She do not recall which side. 26-may-2016:surgical pathology report: gross description: received labeled with the patients name and as "bilateral fallopian tubes, essure" are three tubular segments of pink-tan tissue measuring 1.5, 4.0, and 6.5 cm in length by 0.5 cm in diameter. In the same container and within the shortest segment of the tube are metal coil-like fragments consistent with the remnants of an essure sterilization device. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff fact sheet & medical record received. Events pmdd, premenopausal symptoms, vaginal bleeding, increased allergies, incontinence, migraines / headaches, dental problems, vaginal discharge, weight gain, are added. Lab data updated. Patient, product & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.